Event description:
A report was received that the patient had a non-device related fall and was not able to couple her ipg with her charger. The patient underwent a pocket revision and is reportedly doing well.